Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins): the patient reported that they received a replacement recharger (rtm) because the ins could not charge beyond 50% but now, they are unable to charge at all. The patient reported that when they tried to charge the ins, it will show ¿recharging good" or "recharging excellent¿ and the controller will show that the charging cut out or and stopped or the controller will show ¿poor recharge quality¿. The patient reported that in addition to the shocking, they have been experiencing pain in the back from when they put the first stimulator in as the dr "nicked her vertebra¿.

Event description:
Additionalinformation received from the patient reported that they received a new recharger (rtm) but the ins still won't charge beyond 50%. The patient reported that the ins will charge for maybe 5 minutes and the green light will flash, but then the light will turn yellow and the screen will show 'poor recharge quality. The patient reported that the recharger doesn¿t the move when this happens, and has to be positioned properly over the ins. It was reported that it is just the ins on the right side (for the neck) that is having this issue. The patient reported that since they received the new rtm, they have had the controller reset 3 times by taking the battery pack out and reinserting it, but that doesn't resolve the issue. The patient reported that this started when that they let the ins deplete and noticed that it wasn't taking a charge. The patient reported that it is the controller battery that is not charging beyond 50%.

Manufacturer narrative:
Continuation of d11: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745bp lot# nlh042396n serial# implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no anomalies, battery charged when placed in known good 97745. And was read by ptm3 battery reader and met specification requirements. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no anomalies, battery charged when placed in known good controller. And was read by ptm2 battery reader and met specification requirements. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported she cannot get the right-side ins to charge past 50%. The patient reported that once she reaches 50% ins charge, the controller will stop charging the ins and say it cannot find her device. The patient said that this charging problem was different from when she called in and was sent a replacement controller. This started in may as she tried charging every other day. The patient was redirected to their healthcare provider (hcp) to check on the ins/recharging. The patient further reported that every once in awhile she will feel shocking, later described as the feeling when the stimulation is turned up real high in her right hand from her right-side ins. The patient reported it happens whenever, both when charging the ins and not. The started about a week prior to report. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated. See related pe (B)(4) for information related to controller replacement.

Manufacturer narrative:
H3: the recharger sn: (B)(6), was returned for product analysis. Analysis of the device found no anomalies, recharge antenna complaint unverified: found no issues with rtm charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient who reported that patient was getting shock in the right hand for weeks then it went to the middle of her back with the charges turning off. When asked what circumstances led to recharging difficulties and shocking, patient confirmed that activities level and changes to programming were the same. Patient stated that a new charger was sent that didn¿t' work, it wouldn't charge the battery, so a replacement controller was sent that charged the battery. However, the issue with recharging difficulties and shocking wasn't resolved, patient had appointment scheduled with hcp on (B)(6) and verified that the hcp have been notified of this issue. No patient symptoms were reported.